Manufacturer narrative:
(B)(4). The reported problem of occlusion was confirmed during the sample evaluation. The cause of the reported problem was identified to be a downstream occlusion sensor that was out of calibration. To resolve the reported problem, the downstream occlusion sensor was recalibrated.

Event description:
It was reported to baxter that a flo-gard pump displayed an occlusion alarm. The process step was not indicated. There was no patient involved, no medical injury or adverse event reported. Additional information is unavailable.